Event description:
The trufill dcs syringe ii (635-002) did not detach the unk orbit coil even after pressurized to the red alternative detachment zone. The coil was removed from the pt, and the competitor's product was used to continue the procedure without pt injury. Prior to the event, two coils had been detached using the syringe without exceeding the green zone. This was the third coil used with the syringe. The procedure was coil embolization due to subarachnoid hemorrhage. The target lesion was the basilar artery trunk. There is no info available regarding vessel characteristics. There were no damages to the syringe or coil delivery system prior to use or during prep. A dedicated source of saline was used to fill the syringe. The syringe had not exceeded the green zone prior to the event. The devices were connected properly and there was no leakage from any area of the devices. An attempt to detach the coil using another syringe was not made. After removal from the pt, there were no damages noted on the coil, delivery system, hub, or syringe.

Manufacturer narrative:
The devices are not available for analysis. The lot number of the orbit coil is not known and the devices are not available for analysis. Based on the available clinical info there are no contributing procedural factors identified and without the return of the involved devices for eval, no conclusion can be made regarding the reported inability to detach the orbit coil using the dcs syringe ii.